Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer sent in a flexlink/ultraflex transfer set 30 without any allegation. During evaluation, observation noted white spots and a hole in the tube. No adverse event alleged. A request was made for the return of the device.